Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The service engineer (se) inspected the device and replaced the flow sensor. The se performed performance verification and all test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventative maintenance the ventilator was failing the flow rate. No patient involvement.